Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. - 15 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 15 previously reported events are included in this follow-up record. Product return status 11 devices were received. 4 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 11 devices were received. 4 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 10 reported events were not confirmed. Evaluation results: 8 devices were found to be affected by internal corrosion. 3 devices were found to be affected by lubrication breakdown. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact.